Event description:
On 2/17/94, during a code 99 the pt was being manually ventilated via bag and et tube by crtt, when crtt and rrt observed a large mucoid plug exhaled into the exhalation valve assembly. The crtt immediately disconnected the bag from the endotracheal tube and attempted to clear the valve by squeezing the bag and tapping, when rrt noticed that the valve was ajar. He then asked for the back-up device, which another crtt removed from the code cart and gave to the first crtt. Bag to tube ventilation was continued without incident. Total time lost for ventilation was approx 20 to 30 seconds. The second crtt brought another back-up device to the room. Follow up to the cardio-pulmonary director and the MFR. Specific problem from qa analysis: et/adapter falls apart, reservoir bag splits and oxygen tubing falls apart.